Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultramini meter read inaccurately low compared to her normal results/feelings. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unsure when the alleged product issue began. Prior to the alleged issue the patient stated that she developed the symptoms of ¿shaking and low blood sugar¿ and self-treated with food and/or drink. On an unspecified date and time, she reportedly obtained inaccurate high blood glucose reading of ¿60mg/dl¿ with the subject meter, compared to feelings/normal results. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medications diet and exercise and reported taking more food and /or drink as a result of the alleged product issue. At the time of troubleshooting, the cca verified the subject meter¿s unit of measurement was set correctly, that the test strips were stored correctly and not passed their expiry date. Cca also noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. Although, the symptoms began prior to the alleged product issue, the patient did develop symptoms suggestive of a serious injury, which suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.